Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2017. The patient reported pain and was draining slowly and performed a stat drain during cycle 2: drain 0: 30 ml fill 1: 1999 ml drain 1: 2354 ml fill 2: 1999 ml drain 2: 3586 ml fill 3: 1999 ml drain 3: 1536 ml fill 4: 1986 ml drain 4: 2255 ml the reported drain volume of 3856 ml was 193% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no deviations or non-conformances during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring .the load cell verification was within tolerance. The valve actuation test, system air leak test and patient sensor calibration check passed. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intra-peritoneal volume (iipv) on 05/13/2017. The patient reported pain and was draining slowly and performed a stat drain during cycle 2: drain 0: 30ml fill 1: 1999ml drain 1: 2354ml fill 2: 1999ml drain 2: 3586ml fill 3: 1999ml drain 3: 1536ml fill 4: 1986ml drain 4: 2255ml the reported drain volume of 3856ml was 193% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.